Event description:
An alarm issue was reported with the adc device. A customer reported that the low glucose alarm did not sound and the customer was not alerted of changes in glucose level. The customer self-treated with glucose tablets and was seen in the ER where the customer was observed for 24 hours for a possible pancreas issue. The customer was administered a glucose injection for treatment and no further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.